Event description:
Event description boston scientific, crm received information that this pacemaker had several ventricular tachycardia (vt) episodes since implant. Upon evaluation of an electrogram (egm) this appeared to be due to right ventricular (rv) loss of capture, as there were rv paced events followed by rv sensed events. The rv threshold measurement increased from 1.0 v at 0.5 ms at implant to 3.5 volts. No adverse patient effects were reported. During the revision procedure the lead was repositioned once and the lead impedance measurement went from the baseline of 550 ohms up to >2000 ohms. Threshold measurements also increased from 1.0 v to 9 to 10 v. It was reported that the physician used a 52 cm soft stylet. After multiple repositions, the lead was removed; a new rv lead was implanted without further complication.